Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not remove the used cartridge from the pump during the load process until prompted on the t:slim x2 pump screen.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had removed the cartridge during pump causing the alarm. The cartridge was loaded resolving the alarm. Blood glucose level ranged within 100-200 mg/dl.